Event description:
Litigation received alleging that the patient suffers from pain, discomfort, the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implants. Also alleged is stiffness, inflammation, lack of mobility, and chromium cobalt metal toxicity.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Age: (B)(6) years / (B)(6) 1953. Date received by manufacture: 2/18/2016 . Update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Doi and dor updated. Sticker sheet for components received. Revision surgical report noted patient with cloudy joint fluid, no metallosis and no pseudotumors. Taper sleeve and stem added for allegation of elevated metal ions without lab results. Part/lot updated. The complaint was updated on: (B)(6) 2016. Asr acetabular cups 56. (B)(4). Part number: 999800756. Lot number: 2628478. (B)(4). (B)(6). Device manufacture date: 6/17/2008 (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Doi and dor updated. Sticker sheet for components received. Revision surgical report noted patient with cloudy joint fluid, no metallosis and no pseudotumors. Taper sleeve and stem added for allegation of elevated metal ions without lab results. Part/lot updated. The complaint was updated on: (B)(6) 2016.